Event description:
It was reported that an implantable neurostimulator (ins) change-out was done and the lead was ¿bad.¿ it was noted that the patient had been hit in the back and it was believed that was the reason that the lead was bad. Four days later reported that the cause of the bad lead was a possible fall prior to the ins battery being completely dead. It was unknown if any additional diagnostics were performed. It was noted that in january or february a new lead would replace the old lead. A week later, it was reported that the patient felt that the lead was damaged due to a fall. It was noted that a lead replacement had not been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v163863, product type: lead. (B)(4).